Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage which resulted in the device operator being exposed to chemotherapy agent. No information has been provided specifying whether medical intervention was applied as a result. The following information was provided by the initial reporter: we had another alaris pump infusion set back check valve 3 smartsite y-sites primary tubing malfunction september 16th, 2020. This time this malfunction resulted in a chemo spill and unfortunately a staff member was exposed. It was reported that an infusion of abraxane (hazardous cytotoxic) was running, which is a small bag chemo. In order to administer the entire amount, the staff have to clamp the primary line. The primary tubing disconnected from itself at the first y-site. The nurse was exposed to fluid on her skin. One of our educators was able to get a picture of the tubing. Incident reports have been completed. Product number 2426-0500. The lot number of the tubing was 20053462.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/7/2020. H.6. Investigation: the customer provided 3 representative samples of the affected samples containing the same material (2426-0500) and lot number (20053462). All three samples were visually inspected, setup for priming, and did not leak or have any other issues. The customer complaint of separation at the smartsite y-port was not verified after recreating the circumstance with representative samples. Since no issue was found, a root cause could not be determined. A device history record review for model 2426-0500 lot number 20053462 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage, which resulted in the device operator being exposed to chemotherapy agent. No information has been provided specifying whether medical intervention was applied as a result. The following information was provided by the initial reporter: we had another alaris pump infusion set back check valve 3 smartsite y-sites primary tubing malfunction on (B)(6) 2020. This time this malfunction resulted in a chemo spill and unfortunately a staff member was exposed. It was reported that an infusion of abraxane (hazardous cytotoxic) was running, which is a small bag chemo. In order to administer the entire amount, the staff have to clamp the primary line. The primary tubing disconnected from itself at the first y-site. The nurse was exposed to fluid on her skin. One of our educators was able to get a picture of the tubing. Incident reports have been completed. Product number: 2426-0500; the lot number of the tubing was 20053462.